Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6). The investigation included a review of the calibration and qc data; the calibration and qc results were within specifications. The investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine jaffe gen.2 (compensated) result from one patient sample tested on the cobas c 111 analyzer. The initial result was 3.7 mg/dl. The repeat result was 0.8 mg/dl.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation included a review of the calibration and qc data: the calibration results were within the specified ranges. The qc results were within the specified ranges. A general reagent problem was ruled out because the calibration and qcs before the event were within the specified ranges. The customer replaced the photometer lamp, and no other issues were noted. Product labeling states, "replace photometer lamp utilities > maintenance > replace photometer lamp it is essential that the photometer lamp maintains a constant intensity in successive absorbance measurements. After a certain time of use, the intensity of the light emitted by the lamp deteriorates, and the accuracy of the measurements may no longer meet the required standards. Therefore, the lamp must be periodically replaced. The system alerts you when the lamp should be replaced by changing the maintenance action status to due (entry turns red)." The investigation determined the event was consistent with a user maintenance-related issue (photometer lamp maintenance). The investigation determined that the customer's action (photometer lamp replacement) resolved the issue. The investigation did not identify a product problem.